Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the air/water nozzles missing. Based on the result, we concluded that it was caused due to the excessive force applied on the air/water nozzle. In addition, we confirmed that the insertion flexible tube (ift) buckled, the distal body worn out, the light guide fiber bundle (lcb) broken, and the lcb distal cover glass broken; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR. Correction information: g6: follow up #1 h6: coding changed based on the investigation result additional information: h4: device manufacture date

Event description:
Water nozzle missing. This event occurred at the time of during inspection. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.